Event description:
During a laparoscopy hysterectomy procedure, a karl storz bipolar forceps was allegedly used. The tip of the jaw came off while in use. Procedure was then converted to open surgery and the piece was retrieved accordingly. Pt is doing well with the procedure.